Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller successfully completed the reset process. After the reset, the error did not reappear, and the caller was able to start a new sensor session without further issues.